Event description:
The customer reported that the 7900 system's left monitor did not work. No pt injury was reported.

Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable. No pt or staff injury was reported.